Event description:
It was reported that a merlin.net transmission revealed inappropriate at/af detection due to far r waves and intermittent atrial oversensing. Programming changes were recommended. Routine follow-ups will continue. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.